Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer stated she reverted to manual injections because the insulin pump was not delivering insulin. The customer stated that when the infusion set was being inserted, the tape got stuck in the serter and they could have been the issue. Blood glucose was 220 mg/dl; current reading was 404 mg/dl. The customer did not feel well to troubleshoot and wanted to call her doctor. She was advised to change the entire infusion set, reservoir and insulin.